Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, cause for the reported clip opening while locked and tangled lock line could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve; and the clip was successfully placed, reducing mr to 1-2. It was noted that the lock line was tangled during the deployment sequence. Then upon clip deployment, mr increased to 2 and the clip slightly opened. The clip is stable on both leaflets. The procedure continued and a second clip was deployed only to further reduce mr. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.